Event description:
It was reported via repair work order that the foot end would lift when weight was applied to the head end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The stryker technician evaluated the unit and could not determine a defect. The unit was found to be operating within specifications.

Event description:
It was reported via repair work order that the foot end would lift when weight was applied to the head end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.